Manufacturer narrative:
The user facility did not submit a user facility report to the manufacturer. Derived based on information documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative. (B)(4). Carefusion issued a return goods authorization (rga) number to the user facility for the return of the alleged faulty gas delivery engine (gde) for evaluation. At present the alleged faulty gas delivery engine (gde) is in transit. Once the gas delivery engine (gde) has been received and the evaluation complete, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was documented on (B)(6) 2012, by a carefusion tech support specialist in response to a phone conversation with a user facility representative. "[Name removed] from biomed called to report that the rt dept said that while on a patient (no patient injury) the vent seemingly stopped delivering flow to the patient. While this was happening th rt said that the 5 boxes on the left side of uim screen (vte - rate - I/e ratio - ppeak and peep) all showed asterisks and the waveforms were all flat line. Patient was put on another avea that worked fine with the same patient circuit. [Name removed] is avea trained and said there are no events in the error log at the time of incident. We went into the trend and he said that the trend log had a 3 min spot of all asterisks that coincided with the same time as the incident. Time verified by rt."